Manufacturer narrative:
Device not available for evaluation.

Event description:
The product was used during a left hemicolectomy procedure. Reportedly, the staples did not form properly. The surgeon used another instrument. The hospital has reported no pt injury occurred.